Event description:
It was reported that cartridge alarm 20 occurred during cartridge loading, even though customer followed prompts and removed used cartridge when instructed. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in loading new cartridge using proper technique, successfully resumed insulin therapy, and issue was resolved, with no additional product lot information available.